Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a plunger clamp in the reported problem area of the pipette assembly needed to be replaced. The clamp was replaced. The instrument was tested without further problem and returned to service.